Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was not satisfied with the positioning of the right atrial and ventricular leads. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.